Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the surgeon was drilling the tibial holes. When he pulled out the bit from the last hole, the bit broken (no pieces left in the patient).

Manufacturer narrative:
The reason for this instrument failure was reported as the surgeon was drilling the tibial holes, and when he pulled out the bit from the last hole, the bit broke. The possible time in service of the instrument is not available. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to use and was acceptable. It has been in excess of 46 days since the issuance of the rpr and the instrument has not been returned for investigational review as outlined in sales policy #4304. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to the instrument IFU. The lot number was not reported; therefore, this instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determined with confidence. Complaint database review showed no previous complaints but there were no indications that this instrument has a design or material deficiency. This event is attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated.